Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black, and power cycling the unit did not resolve the issue despite power being available at the outlet. However, there were no delay to patient care and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the half height drawer had a failed drawer board. A field service engineer (fse) replaced both drawer boards, all pyxis bus connections were reseated, and the station was restored to normal operation. The system functioned as intended after the field service engineer repaired the device.